Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: a physical sample was not returned, but one (1) photo was returned and reviewed. The photo showed a white catheter in gloved hands, with a split visible that appeared to have a longitudinal component. There were dark patches visible in parts of the catheter length which were possibly at least partially due to material within the catheter, though some reddish material with the appearance of blood was present on the outside of the device and visible through the split. Therefore, based on the photo review, the reported fracture can be confirmed as well as the reported aspiration issue as breakage would be expected to affect the ability to aspirate. A definitive root cause could not be determined based upon the provided information. Labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Approximately 7 months and 20 days post the procedure on (B)(6) 2025, it was found that the catheter was not pumped back smoothly, and it was found through dsa imaging that the catheter had ruptured, and the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Nonconformances in subassemblies were examined as well as applicable process controls/inspections and changes to those controls. No evidence was found to show that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: a physical sample was not returned, but one photo was returned and reviewed. The photo showed a white catheter in gloved hands, with a split visible that appeared to have a longitudinal component. There were dark patches visible in parts of the catheter length which were possibly at least partially due to material within the catheter, though some reddish material with the appearance of blood was present on the outside of the device and visible through the split. In addition, one medical image was received and reviewed. The review found that the port catheter travels under the clavicle and enters the subclavian vein before travelling to the right heart. An area is circled with what appears to be a small blush of contrast. Fractures of port catheter appear to occur in this location. Therefore, based on the photo and image reviews, the reported fracture can be confirmed as well as the reported aspiration issue as breakage would be expected to affect the ability to aspirate. Finally, a leak was also identified and confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, component, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a 45-year-old male patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, it was found that the catheter was not pumped back smoothly, and it was found through dsa imaging that the catheter had ruptured, and the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. 7 months and 20 days post the procedure, it was found that the catheter was not pumped back smoothly, and it was found through dsa imaging that the catheter had ruptured, and the catheter was removed. There was no reported patient injury.